Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted into the pts' left femoral artery. The intra-aortic balloon pump (iabp) alarmed "purge failure and did not start." The user checked the trigger and they had a good signal. The iab was removed and the pt did not receive iabp therapy. There was no reported pt death or injury. Iab therapy was interrupted. There were no reported pt complications. The pt outcome is ok. A request was made for the pump to be serviced by a third party organization.